Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. B82474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder, back pain, toothache, asthma and postpartum depression. Concurrent conditions included obesity and adnexa uteri pain. Concomitant products included hydrocodone from (B)(6) 2015 to (B)(6) 2016 and medinite (nyquil) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy, bilateral removal of essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, mood swings, urinary tract infection, headache, dysmenorrhoea and weight increased outcome was unknown, the vaginal haemorrhage, menorrhagia, nausea, dyspareunia, vaginal discharge and fatigue was resolving and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 178 lbs. Right one coil and left 7 coils were seen outside the tubal ostium . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc.3 incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. B82474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder, back pain, toothache, asthma and postpartum depression. Concurrent conditions included obesity and adnexa uteri pain. Concomitant products included hydrocodone from (B)(6) 2015 to (B)(6) 2016 and medinite (nyquil) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy, bilateral removal of essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, mood swings, urinary tract infection, headache, dysmenorrhoea and weight increased outcome was unknown, the vaginal haemorrhage, menorrhagia, nausea, dyspareunia, vaginal discharge and fatigue was resolving and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 178 lbs. Right one coil and left 7 coils were seen outside the tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative . Most recent follow-up information incorporated above includes: on 19-jul-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Essure removal date updated to (B)(6) 2015. Lot number added. Concomitant medications added. Events mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue and weight gain added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.